Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). S.w version 2.9d retainer ring = clear customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump's battery cap copper plate comes loose causing the insulin pump to alarm replace battery. The customer also reported that after she got the battery caps replaced, she then needed to replace the batteries every 24 hours. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a missing display window/cover, a stained keypad overlay, a cracked case-corner of belt clip rails near the battery tube compartment, a pillowing keypad overlay, a serial number label missing and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump history file/traces download was successful using thus. Power management graph was successfully generated. The pump passed the displacement test, sleep current measurement, active current measurement and self test. No low battery life or low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm noted during the testing. However, pump trace download analysis confirmed the pump alarmed pump error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm. Pump error 25 was recorded and found in the formatted history file on: (B)(6) 2021 13:00:00.000 alarmalertnotification (B)(6) 2021 13:00:12.000 alarmalertcleared (B)(6) 2021 17:00:00.000 alarmalertnotification (B)(6) 2021 17:06:05.000 alarmalertcleared (B)(6) 2021 21:00:00.000 alarmalertnotification (B)(6) 2021 21:00:13.000 alarmalertcleared (B)(6) 2021 01:00:00.000 alarmalertnotification (B)(6) 2021 01:00:10.000 alarmalertcleared (B)(6) 2021 05:00:00.000 alarmalertnotification (B)(6) 2021 05:01:11.000 alarmalertcleared low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 21:33:00.000 alarmalertnotification (B)(6) 2021 06:20:00.000 alarmalertnotification (B)(6) 2021 06:50:09.000 alarmalertcleared (B)(6) 2021 16:35:45.000 alarmalertnotification replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 07:00:00.000 alarmalertnotification (B)(6) 2021 07:10:00.000 alarmalertnotification (B)(6) 2021 10:00:00.000 alarmalertnotification (B)(6) 2021 10:00:13.000 alarmalertcleared (B)(6) 2021 16:00:00.000 alarmalertnotification (B)(6) 2021 16:00:09.000 alarmalertcleared (B)(6) 2021 12:00:00.000 alarmalertnotification (B)(6) 2021 12:00:15.000 alarmalertcleared replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2021 07:31:00.000 alarmalertnotification (B)(6) 2021 07:41:00.000 alarmalertnotification (B)(6) 2021 12:31:00.000 alarmalertnotification (B)(6) 2021 12:41:00.000 alarmalertnotification power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 07:42:22.000 alarmalertnotification (B)(6) 2021 07:42:32.000 alarmalertnotification (B)(6) 2021 07:42:41.000 alarmalertcleared (B)(6) 2021 14:02:49.000 alarmalertnotification (B)(6) 2021 14:02:52.000 alarmalertcleared the power management tool confirmed pump error 25, low battery alert, power loss alarm, unexpected battery power loss or replace battery alert/replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.the pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. Failure analysis summary: unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump alarmed pump error 25, low battery alert, power loss alarm and unexpected battery power loss or replace battery alert/replace battery now alarm due to connector resistance on j6/pcb1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery cap copper plate comes loose causes pump to alarm replace battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.